Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3. Analysis was performed on [product ID 97755 lot# serial# (B)(6)] analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt says that when they are trying to charge implant it "just spins on checking for recharger", and says this started "about 2 weeks ago" and confirmed it was the end of (B)(6), "around (B)(6)". Pt says usually resetting controller resolves issue temporarily but today he found that he cant connect at all. Pt says the rtm cord gets hot when charging implant. Pt has tried taking battery pack out to reset and this hasn't resolved. Pt says the pins are intact on rtm and in controller. The issue was not resolved through troubleshooting. No symptoms or patient complications were reported. Pt called back reporting that they are using the replacement recharger telemetry module (rtm) that was previously sent to them, but have had to do 6-7 controller resets each day for the controller to charge the ins. The controller charges from the ac power supply with no issue, but the screen gets stuck on 'searching for recharger' anywhere from 20-30m, sometimes 1h 30m. Pt noted that they finally got the ins recharging session established, w/ the controller at 50%, and ins showing an orange battery w/ recharging excellent on the screen. Pt noted that the ins has been in the orange for 30m, which patient services (pss) reviewed. After restarting the charging session that the screen got stuck on looking for a device. A replacement controller was sent out. No symptoms were reported.